Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during that the implant procedure multiple positioning attempts resulted in high capture threshold and low sensing on the lead, measured through the system analyzer. The lead was not implanted and replaced.